Event description:
The patient was implanted with a left ventricular device. Approximately (B)(6) post-implant, the patient received a red heart alarm; the system monitor showed pump off and low flow. The suspect system controller was exchanged per the manufacturer's instructions for use and the patient remains on lvad support with no further issues reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. The system controller was connected to the equipment in the manufacturer's lab and the system controller would not operate the test pump. Upon further investigation, the data log file could not be retrieved and an open fuse was revealed. The fuse was replaced and the system controller was functionally tested and was found to function as intended. A cause for the damage to the fuse was not identified during investigation. A review of the device history records showed no deviations from manufacturing or qa specifications. It should be noted that according to further information received, this system controller was used as a back up system controller for this patient. This event occurred during patient training, when the primary system controller was switched to the back up system controller. Due to the red heart alarm, the back up system controller was exchanged immediately and was only in use for a few seconds. Further investigation revealed that this back up system controller, (B)(4), was used previously by another patient (B)(6). System controllers are labeled for single patient use only. No further information is available. The manufacturer is closing its file on this event.